Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection was unremarkable. Device was returned without suture assembly or rubber ring. Possible causes include but are not limited to suture assembly could have been larger than expected and or device was damaged. Complaint cannot be confirmed.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery the implant and the loop were not tightened during the surgery. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.